Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the fault code was triggered in error. The battery longevity appeared normal. About a month later, this crt-d recorded another code 1003 in error. As a result, the decision was made to explant this crt-d. No additional adverse patient effects were reported.